Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. No unexpected suspend mode, frozen display or button error alarm observed during analysis. Cracks to the display window, battery tube threads, reservoir tube lip, a scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump was not working. Customer was unsure of blood glucose reading at the time of call. Troubleshooting found button error alarm and frozen display. Advised customer the insulin pump will be replaced and to revert to backup plan. Nothing further reported.